Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The patient's attorney alleges the patient experienced a ring break in the mesh, without a sample returned for evaluation the allegation of a ring break cant not be confirmed and the reason for the alleged break can not be determined at this time. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information no definitive conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient had and incisional hernia repair performed and had an unspecified bard/davol composix kugel hernia patch implanted. On (B)(6) - the attorney alleges the device was defective. The attorney also alleges at some point after having the "defective" composix kugel implanted, the lead wire broke and began stabbing her internally. This resulted in extensive abdominal injuries requiring surgical repair, bowel resections, prolonged hospitalizations, and permanent physical damage. The attorney alleges the patient experienced an alleged ring break, additional medical/surgical treatment, bowel injury, permanent injury and defective mesh.

Manufacturer narrative:
Addendum to the previous information based on receipt of medical records. Per the medical records provided, the patient with a complex medical and surgical history, developed a colocutaneous fistula 10 years post composix kugel mesh implant. Treatment for the fistula included explanting the mesh which had become infected. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the explant operative and pathology reports do not included any indication of a ¿broken wire¿ (mesh ring), as originally reported. We are unable to determine if the composix kugel mesh caused or contributed to the patient¿s development of the fistula, however, fistula is listed in the instructions-for-use a possible complication. Post explant of the mesh, the patient developed recurring complications and abscesses, passing away approximately one year later . Death certificate for this patient, notes cause of death as "acute pulmonary thromboembolism" and "septic shock.". With the additional information, the conclusion remains inconclusive.

Event description:
As originally reported on 06/2017: (B)(6) 2006 - the patient had and incisional hernia repair performed and had an unspecified bard/davol composix kugel hernia patch implanted. Ni/ni/ni - the attorney alleges the device was defective. The attorney also alleges at some point after having the "defective" composix kugel implanted, the lead wire broke and began stabbing her internally. This resulted in extensive abdominal injuries requiring surgical repair, bowel resections, prolonged hospitalizations, and permanent physical damage. The attorney alleges the patient experienced an alleged ring break, additional medical/surgical treatment, bowel injury, permanent injury and defective mesh. Addendum per medical records: the patient is noted to have a long history of comorbidities including a colon resection in 2004, prior to the composix kugel mesh implant, as well as a severe infection of the lower extremities following a spider bite which led to multiple hospitalizations in early 2008. Following the long course of antibiotic treatment for the lower extremity wounds, the patient developed severe diarrhea that cultured positive for c-diff (likely due to the long-term antibiotic use.) The medical records further state the patient then experienced a fistula and began to drain stool from the abdomen. Hospital record notes during an august 2016 admission the physician stated:"evaluated and felt that her fistula was more likely related to implanted mesh." Due to the abdominal pain, enterocutaneous fistula and "infected mesh," the patient was brought to surgery for a transverse colectomy, removal of infected mesh (composix kugel) and primary repair of incisional hernia on (B)(6) 2016. Per operative dictation on (B)(6) 2016: ¿a skin incision was made above and below the hole where the colocutaneous fistula and exposed mesh was. We carefully dissected down, opened the fascia superiorly and inferiorly to the mesh. At this time a piece of what was apparent to be bard composix kugel mesh which was secured with interrupted prolene sutures, the prolene sutures were removed and the mesh was removed in its entirety.¿ postoperatively, the patient had some complications in which she became hypotensive and her hemoglobin was a 6. The patient was taken back to the or in which she was found to have omental bleeding that was over sewn. The patient had a diagnosis of hemorrhagic shock. Following explant of the composix kugel mesh, in oct/nov 2016 the patient experienced complications with a perianal abscess in which she underwent incision and drainage x2. The patient is reported to have passed away on (B)(6) 2017. Medical records included the death certificate for this patient, noting the cause of death to have been "acute pulmonary thromboembolism" and "septic shock." No autopsy was performed.